Event description:
In 2005, while wearing the external equipment, the patient reportedly experienced sound percept problems followed by no sound percept. The next day, the patient was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning.